Event description:
It was reported that balloon rupture occurred. A 7.0 x80, 75cm gladatior elite balloon catheter was advanced for arteriovenous (av) fistula dilatation. However, during inflation at nominal pressure, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with different device. No further patient complications were reported and the patient was fine.